Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately one year after the implant from the date the manufacturer became aware of the event. Explant date: 2008. Additional suspect medical device component involved in the event: product family: scs-extension upn: m365sc3138350, model: sc-3138-35, serial: (B)(4), batch: a32293.

Event description:
It was reported that the patient was having allergic reaction or rejection, and underwent an explant procedure. No further information could be obtained despite good faith effort.